Manufacturer narrative:
(B)(4) date sent: 4/7/2016. Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip applier would deploy clips intermittently when the handle was squeezed and the clips were scissoring and not closing when the device did deploy clips. A second device was used to complete the procedure with no consequence to the patient. The device was discarded.